Event description:
Bard ref# (B)(4) powerloc non coring needle used to access port. Two positive pressure caps ref# mz1000-07 used. Green curos caps used on ea. Port. Noted positive pressure cap with the curos cap on it leaked flush solution between positive pressure cap & curos cap. Several positive pressure caps were tried & several curos caps were tried. Leaking noted between positive pressure caps & curos caps each time. If curos cap removed, there was no leaking form positive pressure cap. Manufacturer response for positive pressure caps and green curos caps, bard power lot and bd maxzero needless connector (per site reporter). Lot # asdtf014 / (10) 19076552.